Event description:
It was reported that this pacemaker had not been checked since 2019, and the patient had been lost to follow up. Upon in clinic evaluation, atrial loss of capture (loc) was observed; other lead testing was within normal limits, and trends appeared stable. The battery showed approximately 2.5 years of remaining longevity, with follow up scheduled in six months. No adverse patient effects were reported. This device remains in service.